Event description:
It was reported that during a lap appendectomy procedure, there were misformed staples and the cutting and staple lines were incomplete. The procedure was converted to open. There were no adverse consequences to the pt. No further info is available.

Manufacturer narrative:
D4;h4, 6: info anticipated, but unavailable at this time.